Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During the procedure, upon first inflation, it was noted that balloon ruptured at 14 atm for 15 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter city: (B)(6).